Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported obtaining sensor scan of 50 mg/dl compared to capillary result of 514 mg/dl obtained via competitor brand meter. The customer experienced seizure, loss of consciousness, and was seen by a healthcare professional who administered 100 mg humalog insulin for treatment. There was no report of death or permanent injury associated with this event.